Manufacturer narrative:
Results: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for blood pooling with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Bd has initiated a CAPA (B)(4) to document further investigation and root cause(s) of this product issue.

Event description:
It was reported that different lot numbers of the bd vacutainer® barricor¿ plasma blood collection tube have been tested , and again seeing blood pooling in the stopper cap, though not as much or as often as the previous lot number. No serious injury or medical intervention reported.